Event description:
Investigation revealed the text on the display screen was found to be dim and the letters had a red hue. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed the text on the display screen was found to be dim and the letters had a red hue. Unrelated to the complaint, the bolus button was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).